Event description:
The customer reported that during total abdominal hysterectomy, the jaws of the device could not be re-opened while in use on the greater omentum. The device was removed by resecting the tissue adjacent tot he haws. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.